Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device first began to continuously spin when in contact with tissue which resulted in the need to shut off the motor drive unit and within two to three minutes the blade became dull and by four minutes the handpiece seized and did not work at all. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02883 and medwatch 2210968-2012-02885. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.